Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced a "placement signal low" alarm. Proper pump position was confirmed and the pump's audio was disabled. Later, the patient was successfully weaned from the pump and survived.